Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown bearing, unknown femoral component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00487, 0001822565-2020-00489.

Event description:
It was reported that the patient underwent total knee arthroplasty approximately 25 years ago. Subsequently, the patient is being considered for a revision due to wear. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.